Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient complained of overinfusion. There was no evidence in the logs nor was the healthcare professional (hcp) aware of any changes in reservoir volume. It was unknown what factors may have caused, led, or contributed to the event. It was noted that there was no difference in the reservoir volume at times of refill or anything in the logs. The patient was following up with neurosurgeon about possible new pump or moving the pump. The issue was not resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. The event date was unknown. No further complications were reported/anticipated. Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the patient was having surgery friday ((B)(6) 2017) to have her pump moved to her front as it was causing a lot of back pain. The patient thought the pump had become loose, was moving, came out of the pump pocket, and was hitting some nerves in the lower back. It was now unlivable for the patient, who stated that she did not have a life and that there are days when she could not function. The patient reported issues with her personal therapy manager (ptm) programmer that make her feel like she received a ton of medication (like she was drunk saying crazy things) or felt like she have herself a shot of morphine, whoosh and other bolus requests which felt like they were not as strong. Per the patient, the not enough bolus happens right after the too much bolus and the too much lasts for 5-10 minutes, then she would feel like she was fine. The patient would then wait 2 hours and the next bolus would not feel like she got a bolus at all. Per the patient, a manufacturer's representative (rep) came to the hospital when the patient had pneumonia because the patient requested a bolus and felt like she would pass out. Per the patient, the rep looked at everything. Per the patient, the pump helped but not a lot and that she probably needed it adjusted upward but that the healthcare professional (hcp) was waiting until after the surgery. The patient's medical history that was prior to pump implant on (B)(6) 2016 included a bladder disease. The patient said her bladder was on fire and that when she would give a urine sample, she had to push it and it would start to spasm. The patient reported that she had fallen 10 times in the past 2.5 months and the falls started in (B)(6) 2016 which was prior to pump implant. The patient had bruises all over her body due to the falls. The patient reported that prior to her pump implant, she got physically and mentally hooked, she was taking opana every morning, the biggest dose like oxycontin, 6 dilaudid a day of 8s and or fentanyl patch, and 6-8 dilaudid a day 8mg. The patient would have problems with the pills like running out early, being on detox taking too many, and losing them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.